Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during anesthesia with the message: 'ventilator installation ok?'. The exact time was no longer possible to determine. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that the device failed during anesthesia with the message: 'ventilator installation ok?'. The exact time was no longer possible to determine. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The ventiltor issue described by the user could be reconstructed by means of the information stored in the electronic log file. The device detected a failure of the vacuum pressure measurement within the ventilator the piston. The root cause is due to a faulty vacuum sensor pu on the lp vgc analog. The device has switched off the ventilator as specified and generated a corresponding alarm. All alarms, possible causes and remedial measures are described in the operating instructions. The failure rate of the lp vgc analog is subject to permanent monitoring by the responsible product quality board and is assessed as acceptable.